Event description:
It was reported the patient was to have an MRI and wanted her system explanted. In addition, she reported her trail provided her with low back coverage, but her permanent system had not provided her with the same coverage. Follow up identified the patient was working closely with her physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.